Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor found that the white lumen of the device had been broken. Allegedly, the facility repeatedly used a clamp to fix the catheter, but not at the part which says "clamp here." There was no patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter breakage is confirmed, and the cause is determined to be use-related. The device returned was found during preliminary evaluation to be one 10 fr d/l leonard catheter. Visual observation found a break in the white extension leg, not far distal to the clamping sleeve. The break was at an oblique angle to the catheter tubing and about 0.8 cm in length in the axial direction. There was also abundant use residue on the cuff. The characteristics of the break in the extension leg were characteristic of a sharp instrument cut, in particular, smooth surface, striations roughly perpendicular to the tubing wall, and well-defined edges. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the doctor found that the white lumen of the device had been broken. Allegedly, the facility repeatedly used a clamp to fix the catheter, but not at the part which says "clamp here." There was no patient harm reported.